Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient used a "canister" instead of a drain bag as the patient did not receive the drainage bag due to delivery issues. A day prior to the event onset, the patient was hospitalized. On the same day as the event onset, the patient was treated with ceftazidime (1.5g, discontinued after three days) for the event. Four days after the event onset, the patient was treated with fluconazole (200mg, discontinued after two days) and vancomycin (1g, discontinued after three days) for the event. At the time of this report, the patient remained hospitalized and "patient was recovery". The same day as event onset, the pd catheter was removed. It was not reported if the patient was retrained on the proper aseptic technique. The reporter declined to provide additional information.

Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.